Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and opening. Weight measurement identified device weight to the specification. A microscopic analysis was performed which identified a striated edge opening consist with use of a surgical tool. Non penetrating nicks. Based on the device analysis, the final assessment is a striated edge opening on anterior side due to surgical damage and non penetrating nicks. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional additionally reported "severe capsular contracture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.